Manufacturer narrative:
The insulin pump alarmed unexpected low battery due to cracked terminal of connector on interface board. No watchdog set test failure alarm noted during testing. The device passed the self-test. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer continues to have low batteries issues even after cleaning contacts. No blood glucose information given. Insulin pump is being replaced. No further information provided.